Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Continued e1 phone numbers: +(B)(6) and fax: +(B)(6).49()021155028789 a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade IV, diagnosed via ultrasound and palpation. The device has been explanted and replaced with a non-allergan brand. This record relates to the left side.